Manufacturer narrative:
A4-a6:unk. H6: off-label - acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -9.0/1.0/135 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2023, the lens was removed due to low vault without rotation. The problem was resolved. Cause of the event is unknown. Reportedly, "no significantly findings."

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).